Event description:
During index procedure, the patient had two endeavor drug eluting stents implanted, one in the lad and one in the rca. Approximately, 5 years post index procedure, the patient suffered a gi bleed and was treated with a transfusion. The patient was on dapt at the time of the event. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure ¿ (hemorrhage). Conclusions: inherent risk of procedure ¿ (hemorrhage).